Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination, however, review of the provided photo confirmed the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After opening the sterile package a white spot was seen on the implant. Another implant was available and used without issues. No surgical delay, no adverse patient consequences.